Manufacturer narrative:
Device not returned.

Event description:
It was reported that the patient has expired approximately after an implant duration of zero days, due to unknown reasons. It is unknown if the death was device related. Patient had two other devices implanted. No further details were provided. Information learned from implant patient registry. It was additionally reported that a second device, model# 6900p, was implanted. Refer to MFR report# 60000002-2008-09368. It was additionally reported that a third device, model# 6900p, was implanted. Refer to MFR report# 6000002-2008-09369.